Event description:
It was reported that on (B)(6) 2012, the patient presented with chest pain, which started on (B)(6) 2012, and was taken for a computed tomography angiogram which revealed a pseudoaneurysm at the saphenous vien graft to obtuse marginal artery. On (B)(6) 2012, a 4.0x19mm jostent graftmaster was successfully implanted in the most distal portion of the pseudoaneurysm. A 4.0x16mm jostent graftmaster stent met resistance with advancement, then dislodged when the stent delivery system was being pulled back into the guiding catheter. The stent was successfully snared. A 5.0x16mm jostent graftmaster was delivered to the pseudoaneurysm, successfully treating it. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): device used to treat a pseudoaneurysm. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that in the indications for use section of the graftmaster instructions for use it states: the jostent graftmaster is a balloon-expandable pre-mounted coronary stent graft for intraluminal chronic placement in coronary arteries or aorto-coronary bypass grafts for the treatment of acute coronary artery perforations. Based on the information reviewed, there is no indication of a product deficiency.